Manufacturer narrative:
Product analysis: the amphirion deep catheter was returned in the product hoop inside the product pouch, inside 2 bio hazard bags. Product ID confirmed from luer. No ancillary devices or cine images from the procedure were received for evaluation. The device was decontaminated with cidex opa solution soak. A visual inspection could find no issues with the balloon. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire from the lab was loaded through the tip and exited the inflation port of the hub without any difficulty. The balloon was inflated to nominal pressure of 7 atms, and no issue was noted with the balloon. The balloon was then inflated to rated burst pressure of 15 atms, and no issue was noted with the balloon . Image review: 3 images were received from the customer. The 3 images allege to show bunching/twist on the proximal end of the balloon beside the proximal markerband however due to the poor quality of the images this cannot be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphirion deep pta balloon with a 5fr non-medtronic sheath and 0.014 non-medtronic guidewire during treatment of a 35mm plaque lesion in the patient¿s distal left pedal artery. Slight vessel calcification and tortuosty are reported. Lesion exhibited 70% stenosis. Artery diameter reported as 2mm. IFU was followed. There was no damage noted to the product packaging prior to use. A non-medtronic pressure pump was used with contrast agent for balloon inflation. It is reported when removing the device from the hoop/tray for flushing the balloon was noted to be crumpled and folded, a twist was noted. A rewrap issue was noted but a rewrap tool was not used. Despite the issues noted during prep, the physician attempted to use the device as no other was available. The device was not passed through a previously deployed stent. Resistance is reported during advancement. It is reported the balloon could normally be inflated but that when it was inflated for less than 1-minute vasospasm occurred. The candy wrapper effect was observed. The physician immediately deflated the balloon fully and removed it safely from the patient. The patient's stenosis of the dorsal foot artery was not improved. The physician has reported that the spasm was caused by the balloon's rough folds which stimulated the blood vessels. The procedure was terminated at this point. The patient's stenosis of the dorsal foot artery was not improved. The patient was given medications for the vasospasm. No further injury reported.